Event description:
Customer's family member does not remember customer's morning blood glucose reading - except that it was not high. Customer passed out from high blood pressure and high blood sugar. 911 was called. Paramedics tested customer's blood glucose = 300mg/dl; and IV and oxygen were started. Customer was hospitalized. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.